Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a salem sump tube (ng). The customer reported a critically ill heme-onc pt with acute and severe gi bleed: ng necessary for lis to decompress stomach of excess blood. The ng stopped draining, the nurse could not troubleshoot the issue, attempts to flush with water or aspirate the ng were unsuccessful. While trying to flush the ng the water just came squirting out the top. Ng was removed and replaced with a new ng. The second ng had the same malfunction; would not aspirate (rn knew ng was in correct place due to gi blood in tube), the nurse could not flush ng with water or air. Second ng was removed and a third placed from a different supplier.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.